Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that there was no exhalation flow measurement on the avea ventilator. The expiratory pressure transducer was damaged. There was no patient involved in this reported event.